Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump buttons was sticky and non responsive. The customer's blood glucose value was unknown. Customer stated that insulin pump buttons harder to press. Customer reported that insulin pump had diminished battery life alarm and unexplained no delivery alarms. Customer stated insulin pump had some scratches on screen and casing. The insulin pump will not be returned for analysis.